Event description:
Seven months following cypher stent placement, the patient notes exertional chest pain. Repeat angiography is performed that reveals in-stent restenosis at the proximal end of the cypher. The stenosis is 82.5% . The lesion was pre-dilated with a 3.5 x 23mm stent was deployed at 16 atms for 35 seconds. Post-dilation was conducted with a 3.5x 23mm balloon at 20 atms for 50 seconds. Residual stenosis was 0%. There is no indication of procedural complications. The patient was discharged from the hospital 14 days later. Additional index procedure information is noted.